Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead could not undergo a magnetic resonance imaging (MRI) as it was programmed to unipolar configuration. Technical services (ts) reviewed noting that this patient is rv dependent and recommended lead testing. Lead testing was performed which showed normal range impedance and threshold measurements however, no capture in bipolar configuration at 7.5volts. This rv lead remains in unipolar configuration and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead could not undergo a magnetic resonance imaging (MRI) as it was programmed to unipolar configuration. Technical services (ts) reviewed noting that this patient is rv dependent and recommended lead testing. Lead testing was performed which showed normal range impedance and threshold measurements however, no capture in bipolar configuration at 7.5volts. This rv lead remains in unipolar configuration and remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient with this right ventricular (rv) lead could not undergo a magnetic resonance imaging (MRI) as it was programmed to unipolar configuration. Technical services (ts) reviewed noting that this patient is rv dependent and recommended lead testing. Lead testing was performed which showed normal range impedance and threshold measurements however, no capture in bipolar configuration at 7.5volts. This rv lead remains in unipolar configuration and remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported. Additional information was received that this rv lead has since been explanted. This lead has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.